Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope channel was jammed due to something being stuck in the scope. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, white residue in air water tube was found during device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.